Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer, who is a healthcare professional reported receiving an unspecified high sensor reading compared to unspecified readings from a competitor brand meter. The customer experienced weakness and lightheadedness and was unable self-treat and had contact with a healthcare professional (hcp) who administered hydrocortisone via IV and glucagon. Reportedly, a glucose result of 73 mg/dl was obtained on the hcp meter however, it is unknown when the glucose result was obtained in relation to the provided treatment. No further information was reported. There was no report of death or permanent impairment associated with this event. Obtained a blood glucose.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issues were observed. Data was extracted using approved software, and extraction was successful. The sensor was found to be in sensor state 6 (indicating early termination). Watermark was not observed at the base of the sensor tail. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer, who is a healthcare professional reported receiving an unspecified high sensor reading compared to unspecified readings from a competitor brand meter. The customer experienced weakness and lightheadedness and was unable self-treat and had contact with a healthcare professional (hcp) who administered hydrocortisone via IV and glucagon. Reportedly, a glucose result of 73 mg/dl was obtained on the hcp meter however, it is unknown when the glucose result was obtained in relation to the provided treatment. No further information was reported. There was no report of death or permanent impairment associated with this event. Obtained a blood glucose